Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the heater line of the homechoice cassette and the heater bag. This was observed during fill four of four of peritoneal dialysis therapy. The connections were properly tightened. Renal therapy services (rts) assisted the patient in ending the therapy session and advised to contact their nurse regarding the missed therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.